Event description:
It was reported that the patient experienced hypoglycemia to 49 mg/dl, then overtreatment with oral glucose led to subsequent hyperglycemia, and the patient had sweating; troubleshooting and education were completed and no further assistance was needed. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included unexpected medical intervention in the form of medication administered orally to treat the low glucose and classification as a serious injury or illness. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure or method, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.